Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three in peritoneal dialysis. There was patient involvement. The technical service representative assisted the patient to cycle the power on the homechoice and the device turned back to initial. The technical service representative assisted the patient to end therapy and advised to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.